Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Inspections of the terminal pin assembly, lead body, and electrode tip found dried blood in the base around the helix. Laboratory testing was unable to reproduce the reported clinical observations of poor measurements. The observed helix difficulties were determined the likely result of blood infiltration into the helix mechanism.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. The lead helix became stuck and would not longer extend after the lead was repositioned several times due to poor pacing thresholds and sensing measurements. This lead was extracted and an alternate implanted without consequence. No adverse patient effects were reported.